Event description:
Customer reported it was difficult to remove the device. Customer went to the emergency room to have the device removed by a medical professional. It was noted that forceps were used to remove the device. Doctor stated the disc had created a suction to customers cervix. In the process of removal, the customer's iud (intrauterine device) was accidentally removed from the suction. Customer experienced pain. The instructions for use that are provided in the packaging with the device state "consult your doctor if you are using an intrauterine device (iud). While uncommon, there is a risk of dislodging, displacing, or removing the iud by pulling on the iud string when removing flex disc." The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.